Event description:
Customer reported observing that no sample was added to well h1 when performing the ot htlv I/ii elisa using summit. No error message was generated by the instrument. An fse was dispatched and determined that the tip clamp in position required replacement. Fse replaced parts and performed additional tests to ensure the instrument's operation. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.